Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also stated that the device had insulin squirting out during manual priming. Blood glucose level at the time of the incident was 372 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.